Event description:
It was reported that the patient underwent a lead replacement due to a lead break in the titan anchor area. It was reported that the patient 'was feeling good" following lead replacement.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.